Manufacturer narrative:
The hill-rom technician found all four casters, one steer caster, and four caster supports inoperable. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all four casters, one steer caster, and four caster supports to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes would not hold. The bed was located at the account in room 226. There was no patient/user injury reported.